Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular arrythmia episodes. The device delivered appropriate anti-tachycardia pacing (atp) and an isolated shock, which converted the rhythm. Technical services (ts) reviewed the arrythmia episodes and found oversensing of noisy signals on the right atrial (ra) channel. Ts suspected the noise was due to a medical procedure or electromagnetic interference (emi). This crt-d remains in service. No adverse patient effects were reported.